Event description:
It is alleged the device became hot while in use. The patient received a second degree burn on the lower lip which was treated wtih ointment. No other medical intervention was required.